Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "helium leakage". It is reported that the first pump had a helium leak alarm which prompted the customer to exchange the pump for another, however the 2nd pump had the same issue. The sales representative then inspected the catheter and found what he reported as "perforations". The physician decided to change therapy and use an impella instead. The catheter was removed. A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "stable". Additional information received on 26-jan-2024 states that the patient expired on (B)(6) 2024. Additional information received on 06-feb-2024 states that the cause of death is hematemesis, cardiogenic shock, ventricular tachycardia, and stemi. The patient had a past medical history of chest pain and stemi. After the defect was found, the patient received a different therapy via an impella device for 4 days prior to their death. The physician does not declare that the defect caused or contributed to the patient's death. See associated mdrs #3010532612-2024-00046 and 3010532612-2024-00051.

Manufacturer narrative:
Qn#(B)(4). Upon further analysis it was discovered that this event was already captured under MDR#3010532612-2024-00046; therefore, the initial MDR, submitted on 05-feb-2024, should be retracted. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "helium leakage". It is reported that the first pump had a helium leak alarm which prompted the customer to exchange the pump for another, however the 2nd pump had the same issue. The sales representative then inspected the catheter and found what he reported as "perforations". The physician decided to change therapy and use an impella instead. The catheter was removed. A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "stable". Additional information received on 26 jan 2024, states that the patient expired on (B)(6) 2024. Additional information received on 06 feb 2024, states that the cause of death is hematemesis, cardiogenic shock, ventricular tachycardia, and stemi. The patient had a past medical history of chest pain and stemi. After the defect was found, the patient received a different therapy via an impella device for 4 days prior to their death. The physician does not declare that the defect caused or contributed to the patient's death. See associated mdrs #3010532612-2024-00046 and 3010532612-2024-00051.